Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that part of the crush ring was observed to be crushed and part of the anvil handle had deep cuts. Functional evaluation showed no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil tilting prior to firing may occur if the device is closed over an excessive amount of tissue which compresses the crush ring. No further actions have been deemed necessary at this time. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when applying the device on the sigmoid colon during laparoscopic sigmoidectomy, the anvil tilted before firing. They used another device to finish the case. There was no patient injury.